Event description:
A scrub technician reported during an anterior vitrectomy, the irrigation would stop when the bottle was raised and resumed when it was lowered. A system message was then displayed which resulted in a reboot of the system. The case was then resumed and completed. The vitrectomy was being performed, because of a posterior capsular tear. There was a two hours delay of the surgery schedule. There were no pt injuries reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On september 11, 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displays a battery indicator. The complaint was classified based on the customer service representative (csr) documentation. The patient does not recall the date/time when the alleged issue began. In addition to oral medication (type and dose unspecified), the patient stated he also manages his diabetes with diet and/or exercise; however, it is not known what action, if any, the patient took regarding his diabetes management as a result of the reported power issue. Approximately two days later, the patient claimed he developed blurry vision as a result of the alleged meter issue. The patient, however, denied receiving any medical intervention or treatment following the reported issue. At the time of troubleshooting, the csr verified that the batteries in the subject meter needed to be replaced, per owner's manual recommendation; however, the csr noted the patient did not have replacement batteries available at the time of the call. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed a symptom that can be associated with a serious injury after the alleged issue began.